Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat pelvic organ prolapse on an undisclosed date and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, urinary tract infections, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.